Event description:
Device diagnostic testing at first office visit since implant resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. Device diagnostic testing at time of implant surgery was within normal limits, indicating proper device function at that time. Neurologist indicated that the patient has down's syndrome and does not communicate well, but it is believed that the patient may have felt device stimulation during device diagnostic testing. It was reported that the patient does fall quite a bit. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Review of x-rays was inconclusive in determining the cause of the high lead impedance test result. The generator placement appeared to be abnormal in that the device is parallel to the sternum. No obvious discontinuities were noted; however, a determination of whether the lead connector pin was fully inserted into the generator was not possible in the available view of the x-ray. Revision surgery is planned.